Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. It was identified that undersegmentation of the anterior side of the patient's tibia in the contact region of the guide potentially contributed to a bad fit of the guide on the patient's bone.

Event description:
It was reported that patient underwent total knee arthroplasty (B)(6), 2011 utilizing signature guides where the tibial guide did not fit the patient's bone. Traditional instrumentation was used to complete the procedure.